Manufacturer narrative:
The baxter technical support representative performed troubleshooting over the phone with the account, asking the account to inspect and replaced the power cord if necessary. Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the power cord is not damaged and it is connected to the bed. Replace the power cord as necessary. Check the ac inlet to psm cable assembly for kinks, damage, and connections. Replace or connect the cable as necessary. Replace parts as necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Baxter technical support contacted the account two additional times trying to obtain the resolution for this event. No response has been received from the account. Based on this information, no further action is required.

Event description:
On 20-feb-2026, a company representative - service personnel contacted technical service to report that centrella frame (product code p7900a000005, serial number (B)(6)), had power cord sparked. There was no patient/user injury, medical intervention, symptom, or adverse event reported.